Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs team could not duplicate slippage. The clamp has slight movement in the lock, but when the clamp is properly positioned and put under pressure, it would not move. New components were added to replace worn internal part, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed. Probable root cause is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped and will no longer lock or unlock. The patient was not injured, and no surgical delay has been reported. No additional information was made available.